Event description:
The customer called to report insulin leaking from the reservoirs. The customer felt that the insulin was leaking past the plunger. Advised that the reservoirs would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.